Manufacturer narrative:
Product investigation was completed for part number 03.812.309. A visual inspection, drawing review, device history record review, testing to evaluate connection, and endurance testing were performed as part of this investigation. The returned t-pal trial spacer (03.812.309) and applicator inner shaft (03.812.003) are utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. The assembly can be removed by attaching a slap hammer (03.809.972) to the proximal end of the knob and the applicator released by depressing the security ring, rotating the knob counterclockwise fully and pushing the release button on the knob. The applicator handle can be utilized, in conjunction with an applicator inner shaft (03.812.003) for implant insertion following the same procedure. A visual inspection of all articles found no signs of damage or wear. The returned inner shaft and trial spacer were examined and the complaint conditions were able to be confirmed in each instance as the proximal coupling heads were found to be broken and not returned. The remainders of the devices were found to be intact with minimal witness marks concentrated on the distal prongs/spacer consistent with wear and tear; these marks would not inhibit device functionality. Relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): inner and trial spacer. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no manufacturing records reviews, non conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint conditions. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint conditions. Testing has been conducted to evaluate the instruments¿ connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately 3kn and in extreme cases reaching 5kn (when too large of trial is inserted). The test produced loads of 6.7kn allowing for a 1.34 factor of safety. Additionally endurance testing (insertion and removal) was completed and no functional failures were observed after 100 cycles. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. No definitive root cause was able to be determined. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: july 21, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that devices were found broken after sterile processing. The devices were noted to have the ball at the end of the t-pal trial spacer broken off. All four pieces were found after processing and the two balls were purposefully thrown away. It was confirmed that there was no patient involvement. This is report 1 of 2 for (B)(4).